Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed using intracardiac echo (ice) imaging, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At a routine follow up, transesophageal echocardiography (tee) revealed the patient had a leak. The physician proceeded to correct the leak with coiling. There was a small posterior lobe uncovered with possible communication distal to the watchman closure device. Three (3) coils were placed and were considered stable. The patient was discharged same day and expected to make a full recovery.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported the device did not seal. A left atrial appendage (laa) closure procedure was performed using intracardiac echo (ice) imaging, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At a routine follow up, transesophageal echocardiography (tee) revealed the patient had a leak. The physician proceeded to correct the leak with coiling. There was a small posterior lobe uncovered with possible communication distal to the watchman closure device. Three (3) coils were placed and were considered stable. The patient was discharged same day and expected to make a full recovery. It was further reported the coils occluded the leak fully. No residual leak was noted. The patient will remain on oral anticoagulation medication until the next follow up.